Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter was inserted into the returned 8.5f agilis sheath with no resistance or anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion and withdrawal difficulty remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an ablation procedure a catheter entanglement occurred. Following introducer placement in the left atrium the advisor hd grid catheter was inserted through the introducer. The paddle became stuck in the introducer and could no longer be pulled back outside of the patient but could be advanced. The introducer was moved into the right atrium and straightened but the issue was not resolved. The introducer was fully advanced through the sheath and the handle was steered to assist in removal but there was no resolution. It was decided to continue the procedure with the same catheter and introducer and remove the catheter with the sheath at the end of the case. There were no adverse patient consequences.